Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: the suspect device was evaluated by a carefusion third party service center. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that a patient passed away while connected to lap top ventilator 1150. A low positive end expiratory pressure (peep) alarm woke the mother up during the night. The parent's came into the room and found the patient deceased. According to police comment, there are currently no allegations against the ventilator.